Event description:
The event description provided indicates that during collection of routine throat culture from adult pt by an experienced ER staff member, using the eswab collection and preservation swab (copan brand) for strep throat culture, the swab broke in correspondence of its breaking point inside the pt's mouth, leaving the plastic piece inside her throat/airway. It was reported that the pt was collaborative and that the piece was manually retrieved from pt's mouth. The broken piece was at the soft palate. The piece was successfully removed. There are no adverse effects on the pt as a result of this event.

Manufacturer narrative:
Analysis of DHR: copan checked the internal records related to the controls before the release on the market of the swabs of the product code 480c lot number ni2i00. No anomalies have been found: lot reported in the incident met manufacturing specifications. Since the involved device was not returned to copan for evaluation, an investigation analysis has been performed on the retained samples of the claimed lot. A mechanical swab shaft bending test has been carried out. All the swabs subjected to the bending test gave conforming results. The visual control of the shaft did not show any anomalies. Considering the results of our investigation, it is not possible to determine a root cause for the reported event. In fact, the internal investigation could not confirm any malfunction or defect in the device lot associated with this incident. (B)(4).